Event description:
On april 16, 1999, nellcor puritan bennett received info alleging a npb n-25 pulse oximeter sensor had burned an infant. The initial caller stated that she believes the child had been seen by a plastic surgeon due to the event. A subsequent discussion with one of the hospital's risk managers that stated he is not very familiar with the event, indicates that the pt may not have suffered a serious injury. The risk manager stated the site was "dressed" and required only "basic care."